Event description:
It was reported that a patient underwent an unspecified ablation procedure with a pentaray nav high-density mapping eco catheter. Before inserting the catheter into the patient's body, while checking the flush of the irrigation lumen, there was a leakage of saline from the side of the spine. The issue was resolved after the pentaray was replaced. The procedure was completed without any problems. The fluid leak itself is not MDR-reportable. The fluid leak is only possible from the spine in the case of a breakage, therefore, the presumed spine break is MDR-reportable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-sep-2023, the product investigation was completed. It was reported that a patient underwent an unspecified ablation procedure with a pentaray nav high-density mapping eco catheter. Before inserting the catheter into the patient's body, while checking the flush of the irrigation lumen, there was a leakage of saline from the side of the spine. The issue was resolved after the pentaray was replaced. The procedure was completed without any problems. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, irrigation and patency test test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. No problems with the tip were found. An irrigation test was performed, and the device was irrigating correctly. No leakage issues was observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31019964l and no internal actions related to the complaint were found during the review. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).